Event description:
It was reported that during deployment of a balloon expandable stent in the external iliac artery, only the distal end of the stent partially deployed. The entire device, including the stent, was removed and the procedure was converted to surgical bypass. There was no report adverse clinical consequence.

Manufacturer narrative:
A medical intervention (surgical bypass) was required to complete the procedure. There was no known impact or consequence to the pt. After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a serious injury pursuant to 21 cfr part 803. A mfg review was performed. The lot met all release criteria. The distal section of the device was returned and the catheter shaft appeared to have been intentionally cut proximal to the stent. The stent was returned to the balloon and the stent was not centered between the marker bands and had moved distally, slightly covering the distal marker band. The stent was deformed at the proximal end and some struts were bent outwards. One of the struts was noted to be bent and broken. The balloon was viewed under magnification ((B)(4)), and the stent crimp impressions were present on the balloon surface, which indicates that the stent had been correctly crimped on the balloon during the mfg process. The investigation is inconclusive, as functional testing could not be performed due to the poor sample condition. Per the reported event details, the stent deployment procedure was not followed per the IFU (instructions for use), which could have contributed to the reported event. Based upon the available info, the definitive root cause could not be determined. The current IFU outlines warnings and procedure for use of the device.